Event description:
It was reported that the patient had some yellow mucous like drainage from driveline site. There was no redness, swelling or pain at the driveline site but the patient experienced chest pain. The patient was going to local emergency department. The patient was admitted on (B)(6) 2022 for worsening driveline infection. Labs were drawn due to shortness of breath, pain up to left shoulder, concerning of worsening infection. Computed tomography (CT)was completed. Toradol (ketorolac) injection was given for pain. Additional information stated that on (B)(6) 2022, CT scan showed left chest wall pocked along driveline. On (B)(6) 2022, fluid collection was done from left chest wall and jackson pratt (jp) drain was placed. There were changes to medications, including antibiotics, and drainage of fluid around the driveline site.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that on (B)(6) 2022, the drain was removed, and on (B)(6) 2023 the site was healed, and the infection resolved without sequalae. The chest pain resolved without sequalae on (B)(6) 2023.

Event description:
It was further reported that the patient was noted to have sepsis with blood cultures. They were started on intravenous ancef (cefazolin) on (B)(6) 2022. The patient received (fresh frozen plasma) ffp prior to the drain placement since international normalized ratio (inr) was 4.2 and another ffp during procedure. It was additionally reported that the patient had right heart catheterization on (B)(6) 2022 to evaluate fluid status, potential evaluation for heart transplant.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.